Event description:
No additional information.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had flow issues. The following information was provided by the initial reporter: cefepime was programmed to run as a secondary IV bag the medication was backfilled into the 500 ml bag of normed saline @ fast rate. Additional information received from the customer: was there any patient harm, injury, complication or negative outcome that occurred as a result of this event? The patient did not receive the antibiotic. A knew bag had to be administered. There was no harm to the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.